Manufacturer narrative:
Date of event and explant are estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-23506. It was reported that one of the patient's leads had migrated. As a result, surgery intervention took place wherein the whole system was explanted.